Event description:
Additional information received reported that the issue was resolved without sequelae (B)(6) 2014.

Event description:
It was later clarified that the catheter migration out of the spinal canal lead to the infusion of drug into the subcutaneous tissue which created a granuloma/scar tissue mass and a fibrous ball of tissue containing the anchor. On (B)(6) 2014, the patient had lumbar wound debridement. A month later, it was noted that the lumbar wound size had diminished. The wound vac remained in place. It was noted that the area was tender.

Manufacturer narrative:
Concomitant products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that the there was poor wound healing and erythema at the catheter site on (B)(6) 2014 due to a cerebrospinal fluid leak, edema, and catheter migration. The patient had a headache due to the cerebrospinal fluid leak. A blood patch for the cerebrospinal fluid leak was performed. A wound culture was taken from the fluid found at the incision site and was negative. Wound dehiscence was confirmed at the catheter site. The catheter was explanted on (B)(6) 2014. The patient was prescribed oral clindamyacin and intravenous vancomyacin. A vacuum drain was placed on the wound that day. It was noted that the event resulted in in-patient or prolonged hospitalization.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further, the event was reported related to the implant procedure. Serosanguineous fluid drainage from lumbar incision occurred on (B)(6) 2014. Postural headache and clear drainage from lumbar incision occurred on (B)(6) 2014. The epidural blood patch was reported to have occurred on (B)(6) 2014. Previously reported as (B)(6) 2014. The csf leak and dehiscence of wound at catheter site was resolved with sequelae on (B)(6) 2014 and resolved without sequelae on (B)(6) 2014.

Event description:
It was reported that the spinal segment of the catheter was not in the intrathecal space as the existing catheter was curled up in posterior pocket next to the anchor. It was noted that there was a partial explant on the day of report to add a new spinal segment to the catheter. The catheter issues reportedly included an inflammatory mass at the catheter tip and migration/dislodgement of the distal segment. The new spinal segment was trimmed and connected with pin. The issue was reportedly resolved and the cause had not been determined. The patient was described as alive with no injury at the time of report. The pump was infusing morphine. It was reported one day later that there was a lumbar mass. It was noted that the there was an intervention that included wound exploration with catheter and anchor replacement and removal of the lumbar mass on (B)(6) 2014. Examination and palpation of the device on (B)(6) 2014 resulted in determining a lumbar catheter location with edema and a cyst-like "knot" that fluctuated with regard to size and was tender to touch. It was noted that during surgical observation, the catheter was determined to have migrated out of the spinal canal and the infusion was subcutaneous resulting in a granuloma or scar tissue "mass" in the posterior soft tissue. It was noted that a fibrous ball of tissue was containing the anchor. The anchor location was noted to be painful. The severity of the event was noted to be mild. It was noted that the event was related to the device or therapy.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), implanted: (B)(6) 2012, product type: programmer, patient; product ID 8591-38, lot# d10028, implanted: (B)(6) 2012, product type: accessory; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).